Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. Section h1 was incorrectly reported as "death". No death occurred related to this product problem. H1 should have been marked as malfunction and is corrected on this report.

Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the device's blower was observed. The device motor blower assembly was replaced to address the issue.